Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the emergency room the day after surgery due to the device alarm sounding twice. It was discovered the device was looking for a wire that was no longer needed, which triggered the alarm. It was also noted three of the therapies for the defibrillation component of the device were not turned on. The patient was very upset and expressed dissatisfaction with the programming of the device on the day of surgery. The device remains in use. No further patient complications have been reported as a result of this event.